Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned [unknown location at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to rotator cuff damage approximately 13 years post-implantation of a hemi-shoulder. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implanted in 2001 or 2004. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to rotator cuff damage approximately 13 years post-implantation of a hemi-shoulder. No deficiency has been alleged in the device. Attempts have been made and additional information on the reported event is unavailable at this time.